Event description:
This (B)(6) male pt is in the (B)(4), had a proximal type I endoleak at the conclusion of the deployment procedure on (B)(6) 2014. The pt was being treated for a 5.1 cm aortic aneurysm. The proximal neck had an inverted funnel shape with partial plaque/thrombus. Both iliac arteries had mild tortuosity, no occlusive disease, and no calcification. The pt received a main body devic, a left iliac leg, and a right iliac leg. There was no difficulty deploying any of the devices. No other devices were placed and no other procedures were performed. A molding balloon was used but no details were provided regarding its use. At the conclusion of the procedure, the device were patent with no external compression, flow-limiting kinks, or thrombus. A proximal type I endoleak was noted. No further info has been received since device deployment.

Manufacturer narrative:
No product or imaging was returned. Reviews of the complaint history, device history record, instructions for use (IFU), quality control (qc), specifications, and trends were conducted during our investigation. The information provided states that a proximal type 1 endoleak was present at the conclusion of the deployment procedure. The proximal neck was inverted funnel shaped with partial plaque/thrombus the physician re-ballooned; which, mostly resolved the endoleak and decided to monitor the patient for complete resolution of the endoleak. The zenith device has completed design control requirements demonstrating that the device meets the predetermined requirements and that the requirements meet the needs of the user specifically, design verification testing included water permeability testing, migration resistance testing, and radial force testing. The results met the acceptance criteria. The IFU provides instructions for use, contraindications, warnings and precautions regarding the appropriate method of use specifically, it states "additional endovascular interventions or conversion to standard open surgical repair following initial endovascular repair should be considered for patients experiencing an enlarging aneurysm, unacceptable decrease in fixation length (vessel and component overlap) and/or endoleak. An increase in aneurysm size and/or persistent endoleak or migration may lead to aneurysm rupture. Patients experiencing reduced blood flow through the graft limb and/or leaks may be required to undergo secondary interventions or surgical procedures " additionally, it states "key anatomical elements that may affect successful exclusion of the aneurysm include severe proximal neck angulation (>60 degrees for infrarenal neck to axis of aaa or >45 degrees for suprarenal neck relative to the immediate infrarenal neck), short proximal aortic neck (<15 mm), an inverted funnel shape (greater than 10% increase in diameter over 15 mm of proximal aortic length), and circumferential thrombus and/or calcification at the arterial implantation sites, specifically the proximal aortic neck and distal iliac artery interface. In the presence of anatomical limitations, a longer neck may be required to obtain adequate sealing and fixation. Irregular calcification and/or plaque may compromise the attachment and sealing at the fixation sites. Necks exhibiting these key anatomical elements may be more conducive to graft migration or endoleak." The tffb main body grafts are 100% quality control inspected per specification to confirm correct stents have been used and have been placed correctly on the graft as well as to confirm that the entire graft has no damage, foreign matter, frays, or holes except for suture entry and exit points. The work order was reviewed, and nothing of note was observed. Based on the investigation evaluation, there is no indication that a design or process related failure mode contributed to this event. The IFU cautions that patients having an inverted funnel shaped neck and plaque/thrombus in the region of sealing sites may be more conducive to endoleaks. It is possible that patient anatomy contributed to this event, however, without additional information or imaging, a definitive root cause cannot be determined. The risk was assessed using quality engineering risk assessment (qera), which determined that the risk remains acceptable with inclusion of this event. We will continue to monitor for similar events and have notified the appropriate personnel.

Manufacturer narrative:
(B)(4). No known consequences to the patient were noted. Endoleaks are labeled in the IFU. Investigation- no product or imaging was returned. Reviews of the complaint history, device history record, instructions for use (IFU), quality control (qc), specifications, and trends were conducted during our investigation. The information provided states that a proximal type 1 endoleak was present at the conclusion of the deployment procedure. The proximal neck was inverted funnel shaped with partial plaque/thrombus. The physician re-ballooned; which, mostly resolved the endoleak and decided to monitor the patient for complete resolution of the endoleak. The zenith device has completed design control requirements demonstrating that the device meets the predetermined requirements and that the requirements meet the needs of the user. Specifically, design verification testing included water permeability testing, migration resistance testing, and radial force testing. The results met the acceptance criteria. The IFU provides instructions for use, contraindications, warnings and precautions regarding the appropriate method of use. Specifically, it states "additional endovascular interventions or conversion to standard open surgical repair following initial endovascular repair should be considered for patients experiencing an enlarging aneurysm, unacceptable decrease in fixation length (vessel and component overlap) and/or endoleak. An increase in aneurysm size and/or persistent endoleak or migration may lead to aneurysm rupture. Patients experiencing reduced blood flow through the graft limb and/or leaks may be required to undergo secondary interventions or surgical procedures." Additionally, it states "key anatomical elements that may affect successful exclusion of the aneurysm include severe proximal neck angulation (>60 degrees for infrarenal neck to axis of aaa or >45 degrees for suprarenal neck relative to the immediate infrarenal neck); short proximal aortic neck (<15 mm); an inverted funnel shape (greater than 10% increase in diameter over 15 mm of proximal aortic length); and circumferential thrombus and/or calcification at the arterial implantation sites, specifically the proximal aortic neck and distal iliac artery interface. In the presence of anatomical limitations, a longer neck may be required to obtain adequate sealing and fixation. Irregular calcification and/or plaque may compromise the attachment and sealing at the fixation sites. Necks exhibiting these key anatomical elements may be more conducive to graft migration or endoleak." The tffb main body grafts are 100% quality control inspected per specification to confirm correct stents have been used and have been placed correctly on the graft as well as to confirm that the entire graft has no damage, foreign matter, frays, or holes except for suture entry and exit points. The work order was reviewed, and nothing of note was observed. Based on the investigation evaluation, there is no indication that a design or process related failure mode contributed to this event. The IFU cautions that patients having an inverted funnel shaped neck and plaque/thrombus in the region of sealing sites may be more conducive to endoleaks. It is possible that patient anatomy contributed to this event; however, without additional information or imaging, a definitive root cause cannot be determined. The risk was assessed using quality engineering risk assessment (qera); which determined that the risk remains acceptable with inclusion of this event. We will continue to monitor for similar events and have notified the appropriate personnel.

Event description:
This (B)(6) male patient in the (B)(6) study had a proximal type I endoleak at the conclusion of the deployment procedure on (B)(6) 2014. The patient was being treated for a 5.1 cm aortic aneurysm. The proximal neck had an inverted funnel shape with partial plaque/thrombus. Both iliac arteries had mild tortuosity, no occlusive disease, and no calcification. The patient received a main body device, a left iliac leg, and a right iliac leg. There was no difficulty deploying any of the devices. No other devices were placed and no other procedures were performed. A molding balloon was used but no details were provided regarding its use. At the conclusion of the procedure, the devices were patent with no external compression, flow-limiting kinks, or thrombus. A proximal type I endoleak was noted. No further information has been received since device deployment.

Manufacturer narrative:
(B)(4). Event evaluation: still under investigation.